Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a rash. The patient's physician advised the patient that the rash was due a reaction to the nylon in the garments and was made worse by sweating. The patient's doctor prescribed a medication for the patient to use. After using the prescription, the rash healed.